Event description:
It was reported that pump experienced malfunction alarm related to speaker error, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer stated charger was not available to perform pump reset, and technical support attempted follow-up calls and sent final email to offer assistance before closing case, with no additional information received regarding the outcome of the event.